Manufacturer narrative:
(B)(4).

Event description:
Procedure = hals open high anterior resection and loop ileostomy end to end anastomosis stapled with eea31 multiple pinhole leaks identified during leak test. Further dissection required to convert to lar. Refired and oversewed. Patient recovered well

Manufacturer narrative:
A review of the device history records has been performed. This review confirmed that this lot of products was reviewed and released according to qa specifications. A review of historical complaint data displayed no increase in trends.